Manufacturer narrative:
The insulin pump was seated at the beginning of displacement test without reservoir due to force sensor resistor damage by moisture. Failure analysis was unable to perform displacement test, basic occlusion, and prime test due to seating anomaly. Pump received with corroded motor assembly, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and cracked on display window noted. (B)(4).

Event description:
The customer reported via phone call that they had a max filled message while priming the insulin pump. Customer's blood glucose was 442 mg/dl. The customer also reported insulin was unable to exit when the insulin pump was primed. Customer stated they primed 27 units of insulin, but did not observe insulin exiting. The customer agreed to return the insulin pump for analysis.